Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer took no action to address the bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.